Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition.

Event description:
On (B)(6) 2014, a patient was implanted with a gore acuseal vascular graft in the left brachiobasilic for arteriovenous access. The graft was cannulated on (B)(6) 2014. It was reported to gore that on (B)(6) 2014, the graft lost primary patency and a surgical declot procedure was performed. On (B)(6) 2014, the patient presented with stenosis and a declot procedure and angioplasty were performed. On (B)(6) 2014 an angioplasty of the anastomosis was performed. On (B)(6) 2014, a venous outflow angioplasty was performed. On (B)(6) 2014, a venous outflow declot procedure and a stent placement were performed. On (B)(6) 2014 a temporary access for the dialysis was performed. Altogether there were two surgical delots performed on the graft and on (B)(6) 2015 the graft lost functional patency. This is part of a data collection study from dr. (B)(6) using the gore acuseal vascular graft for arteriovenous access.